Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the cx. Approximately 1 month post index procedure the patient had three endeavor stents implanted, one in the rca, one in the lad and one in the second diagonal branch. Approximately 1 month post index procedure the patient suffered a mi which was related to the target vessel, however the actual vessel was not indicated. Investigator has assessed that the event was possibly related to the device.

Event description:
During the previously reported staged procedure, the patient had 3 endeavor sprint drug eluting stents implanted: one in the lad and two in the 2nd diagonal, not one in the rca, one in the lad and one in the 2nd diagonal as previously reported. It was reported that during the staged procedure dissection occurred during implant of the two stents in the 2nd diagonal.

Manufacturer narrative:
(B)(4)